Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Inspection of the machine showed that the conductivity and bicarbonate were unstable. The valve membrane was observed to be corroded. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to the corroded part, and the valve diaphragm was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. The machine "reported that the dialysate composition was abnormal". The patient¿s weight increased by 0.5 kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.